Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject product was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the cutting wire broken occurred due to the setting of the electrosurgical unit and activating time might cause bleeding. According to the omsc investigation, omsc assumes that setting of the electrosurgical unit and activating time might cause bleeding. The device instruction manual has warned users that "always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforations, bleeding, or mucous membrane damage."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented. Please cross-reference the following report 8010047-2015-01124.

Event description:
The subject device was used for a papillotomy. When the doctor attempted to cut the sphincter muscles of teat, a hemorrhaging occurred and the cutting wire broke and fell off in the patient's body. The fragment of the cutting wire was removed from the patient's body. This procedure was completed with a spare device, and a hemostasis was performed at that time. The patient remained in hospital for a longer period because of the acute pancreatitis but has been discharged.